Manufacturer narrative:
The remote service engineers (rse) spoke with biomed and confirmed that there was no sound being produced by the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a quote for a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker inop displayed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker inop displayed. The device was in use on patient at time of event, there was no adverse event reported. The remote service engineers (rse) spoke with biomed and confirmed that there was no sound being produced by the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed the customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time.